Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 1300 mcg/day for an unknown indication of use. It was reported that there was a motor stall. It was noted that there were no reported environmental/external/patient factors that may have led to or contributed to the motor stall. There were no reported diagnostics or troubleshooting that was performed. It was reported that the patient had mild withdrawal symptoms and that a replacement of the pump was performed. It was reported that the patient status at the time of this reported was alive-with injury. It was noted that after implanting the new pump the patient is fine again.

Manufacturer narrative:
Pump interrogation revealed the pump was delivering baclofen at 12.3 mcg/day. Analysis revealed the pump suffered a prescription table corruption. Further analysis found the hybrid to be fully functional with a nominal static current drain of 3.55¿a average. No physical anomalies such as solder bump extrusions or shorts were observed. The cause of the prescription table corruption event could not be determined. Analysis also confirmed the motor stall allegation, noting pump motor gear train anomalies which included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the explant date of the pump was (B)(4) 2017 and that the implant date was unknown. The replacement pump was implanted on (B)(6) 2017. It was noted that printed pump reports were sent with the pump that was being returned.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs from 2017-jan-20 were received which indicated that a motor stall occurred on (B)(6) 2017 at 15:57, recovered on (B)(6) 2017 at 00:06, stalled on (B)(6) 2017 at 07:58, recovered on (B)(6) 2017 at 01:15, stalled on (B)(6) 2017 at 15:43, recovered on (B)(6) 2017 at 02:12, stalled again that same day at 22:38 with no recovery noted in the provided logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.